Event description:
The loop was checked to assure that it was in the locked position. (Doctor didn't pull on the loop tip to check.) While the instrument was in the pt, the dr was resecting. However, when the dr removed the instrument from the pt, he noticed that the cutting loop was off. Irrigation was used to remove the loop from the pt.